Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for evaluation. The exact cause of the reported alarms cannot be determined. The user's guide states that arterial air and pressure alarms are indicative of access flow problems and provides adequate instructions for troubleshooting these alarms. The patient reported running the treatment heparin free. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air and pressure alarms occurred during a routine hemodialysis treatment. Troubleshooting attempts were unsuccessful. Rinseback was started but could not be completed due to concerns of clotting, resulting in an estimated blood loss of 90cc. No medical intervention was required.